Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a moderately calcified lesion in the proximal left anterior descending artery. After pre-dilatation, a 3.5x28mm xience sierra stent delivery system failed to cross due to strong resistance with the lesion. Resistance was noted during removal due to the lesion. The procedure was successfully completed with a 3.5x28mm unspecified drug eluting stent. There was no clinically significant delay in the procedure and no adverse patient sequela. No additional information was provided.